Event description:
It was reported that when the programmer was powered on, it powered up to a black screen and the sales representative (sr) felt that the programmer appeared to power up too slowly. The sr wanted to download software and decided to cycle the power and then an error was displayed at boot-up. The sr cycled power again and the programmer powered up to the model select screen which was correct. The sr was then able to load the software without issue and the programmer powered up normally. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).